Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced thumping in their chest/pocket stimulation at high right ventricular (rv) lead outputs. It was also reported that the rv lead exhibited high bipolar thresholds and low impedance. Rv lead reprogramming occurred. The rv lead remains in use. No further patient complications have been reported as a result of this event.